Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the left anterior descending (lad) artery. Pre-dilatation was performed with an unspecified balloon dilatation catheter (bdc). The 2.5x28mm xience alpine stent delivery system (sds) met resistance with the heavy calcification during advancement to the lesion and began meeting resistance with the heavy calcification during withdrawal; therefore, to avoid risking stent dislodgement, the stent implant was deployed without issue in the mid-proximal lad. The 2.5x15mm xience alpine sds was advanced to treat the distal lad; however, it failed to cross distally due to interactions with the deployed 2.5x28mm xience alpine stent implant. During the attempt to remove the 2.5x15mm xience alpine sds, resistance was met and the stent implant dislodged. No attempts were made to snare the dislodged stent implant and an unspecified bdc was used to crush it against the vessel wall, partially in healthy tissue. The 3.5x18mm xience alpine sds failed to cross due to interactions with the deployed 2.5x28mm xience alpine stent implant and was removed without issue. The 3.5x08mm xience alpine sds met resistance with the deployed stent implant during advancement, but was able to cross and was deployed without issue. Post-dilatation was performed with an unspecified bdc, successfully completing the procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The 2.5x28mm xience alpine referenced is being filed under a separate medwatch MFR number.